Event description:
The angiosculpt device was used to treat a severely tortuous and severely calcified mid sfa. During the third inflation at 10 atm for 10 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.